Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs. Block b3: exact date unknown, event occurred between after date of initial implant and (B)(6) 2025. Additional suspect medical device components involved in the event: product family: bs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7129254, UDI: (B)(4). Product family: bs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7131984, UDI: (B)(4). Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 774963, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 35357580, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0 model: db-4600-c, serial: n/a, batch: 35448611, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced dehiscence and purulent discharge at the lead extension implant site. Cultures were taken however the results are not available. The patient underwent a procedure wherein the dbs system was completely removed. The physician assessed that the patient has a history of poor wound healing that may have contributed. Physical analysis of the dbs devices was not performed as they were retained by the facility. The patient did well post-operatively.